Event description:
The customer reported a system message displayed. The system was switched out and the case was completed as planned. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The footswitch and potentiometer were replaced. The system was then tested and met all product specifications. The root cause of the reported problem is unk as no sample for the reported system was returned to replicate or confirm the reported problem. There was one additional complaint related to the reported event for the system within the last 24 months. (B)(4).